Event description:
According to the reporter, during a laparoscopic colon procedure, while at the bowel, the surgeon was unable to squeeze the handle and when he pushed the green button, he was not able to fire the device. They grabbed a new handle and then it worked fine. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.